Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00479.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed ruby coils in the target vessel using a lantern. While advancing a new ruby coil, it became stuck inside of the microcatheter. Therefore; the lantern was removed with the ruby coil inside. The procedure was completed using new ruby coils with a new lantern. There was no report of an adverse effect to the patient.